Event description:
Owen mumford's distributor received a letter from one of their patients stating she had two boxes of their private labeled pen needles, unifine pentips plus and a needle from each box broke off in her abdoment. She reported in the letter to them that she was able to remove one herself, but had to go get an x-ray to see if the other could be found, but it could not be located.

Manufacturer narrative:
Owen mumford USA inc customer service was able to contact ms (B)(6). She communicted that she had two needles on separate occasions break off in her abdomen and that this had never happened before. The x-ray machine at the hospital did not detect a broken needle in her skin, possibly because it was too small, but she is ok and just wanted to let us know what had happened. No other information was given.